Manufacturer narrative:
Per tandem's t:slim user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer programmed and delivered a bolus for 90 grams of carbohydrates twice due to user error. The customer's blood glucose level was 171 mg/dl, with 15.15 units of insulin on board (iob- active insulin in the body). A follow-up to ensure the customer's bg levels remained within target range was declined by the customer.